Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Event description:
It was reported that during use in an adenoidal hypertrophy surgery, using the "procise xp coblator ii", three metal wires of the wand were fractured. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode is has three wires partially detached. Product was out of the original packaging. No packaging returned. The device was plugged into the controller with no resistance and registered settings. The wand was able to generate plasma and coagulation with the remaining electrode. Saline and suction both performed as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images shows a used wand outside opened packaging, and the electrode wires are partially detached. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during use in an adenoidal hypertrophy surgery, using the "procise xp coblator ii", three metal wires of the wand were fractured. Nothing fell inside the patient. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.